Event description:
The hospital's contact called to report that avanti + 4f std w/gw introducer sheath broke off inside the patient. Approximate three inch piece was removed surgically. The procedure being performed was a heart coronary angiogram. Access site was left femoral artery. There was no calcification at the access site. Separation of the device was approximately 2 cm from the red collar of hub of sheath. Only part of the sheath was removed from the body. Everything felt normal with the device and everything felt normal during the case including catheter insertions and removals during the case. Separation was not related to any resistance during withdrawal as none was felt during insertion or removal. The sheath was not kinked/twisted/torque prior to separation. The patient was removed from the procedure room to a holding area post procedure, sheath in place, which is standard procedure, where the sheath is removed immediately. The procedure was a normal procedure that lasted approx 10 to 15 minutes. The sheath was in place for approximately 22 minutes, no obturator was used and there were no infusions. Current status of the patient is excellent. As soon as the sheath broke off, a vascular surgeon was called in. It was stated that he did not have to do a cut down to remove the portion left in the patient and that a vascular closure device was even used, an angioseal. Patient was released the next morning with no complications at all. Post procedure office visit the patient complained of groin pain behind knee and lower back.

Manufacturer narrative:
An avanti + 4f std w/gw introducer sheath broke off inside the patient during a coronary angiogram. Access site was the left femoral artery, and there was no calcification at the access site and no resistance during sheath insertion. Everything felt normal with the device and everything felt normal during the case including catheter insertions and removals during the case. The sheath was not kinked/twisted/torqued. The procedure was a normal procedure that lasted approximately ten to fifteen minutes. The sheath was in place for approximately 22 minutes. An angioseal vascular closure device had been used to close the site. The patient was transferred to the recovery room where the sheath was removed and the sheath separated approximately 2cm from the red collar of the sheath hub. Separation was not related to any resistance during withdrawal as none was felt. As soon as the sheath broke off, a vascular surgeon was consulted. It was reported that he did not have to do a cut down to remove the portion left in the patient. The patient was released the next morning with no complications. During the post procedure office visit, the patient complained of pain in the groin, behind the knee, and in the lower back. It was reported that the current status of the patient was excellent. A non-sterile 4fr csi was returned inside a plastic bag. The introducer's cannula was received broken in two sections, and presented blood residuals. The cannula was kinked at 5.9cm and partially flattened at 8.3 cm from the distal end (tip).the broken edges of both sections of the cannula appeared elongated and damaged. Fifteen sterile units were also received; all of the units were inspected, and none of them presented any damage or anomaly. The ID and od of the cannula were measured near the separation area, and all measurements were found within tolerances per the applicable specification. A review of the manufacturing documentation revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported cannula separation was confirmed, as the cannula tubing was found broken; however, the exact cause of this failure could not be conclusively determined. The elongated edges of the broken area indicates that the catheter may have been stretched prior to separating. Based on the information provided, vessel characteristics or procedural/handling factors may have contributed to the reported complaint. Manufacturing factors do not appear to have contributed to this complaint as reported; therefore no corrective action will be taken at this time. (B)(4).

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.